Event description:
It was reported that; as per patient she started experiencing pain right after neck surgery, x-ray showed screw was out of place. She had to have a revision to remove screw

Manufacturer narrative:
Product code: mnh. Common device name: pedicle screw spinal system. Catalog#: 10-12-014. Method: risk assessment; result: the reported event could not be confirmed because no device and/or insufficient information was provided for review. Device history review could not be performed due to the nature of the event. Device evaluation could not be performed due to the nature of the event. Complaint history review could not be performed due to the nature of the event. Conclusion: the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; as per patient she started experiencing pain right after neck surgery, x-ray showed screw was out of place. She had to have a revision to remove screw.